Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had ventricular tachycardia. The patient was shocked multiple times. Care was withdrawn and the patient expired.